Event description:
Manufacturer representative reported approximately two weeks post implant of stimulator system the patient fell. Hcp reported stimulation migrated from the back to shocking pain in the thighs on the right. Manufacturer representative reported while implanting a new lead the hcp noticed blood in the new lead but did not notice any fractures. When attempting to implant the second lead the patient began involuntarily jerking. Hcp decreased the pulse with from 400 to 150, but the patient continued jerking when the stimulation was on. Hcp reported the stimulator system was removed in 2003 and the patient continues to have pain. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.